Manufacturer narrative:
Eval: method: device history record (DHR) review performed. Results: the DHR review showed that no similar issues were found during the mfg or packaging processes of this lot. Conclusions: (B)(4) - potential cause of failure is that shipping affect product performance, and CAPA was open due to the trend of this effect. If add'l info is received that changes the conclusion of the investigation, a follow-up report will be sent.

Event description:
The event is reported as: complaint alleges: "the audible sound changed after two or three staples were fired. At the same time staples failed to form correctly. The event occurred during closure of the incision in a gynecological procedure, but caused no harm to the pt. Another visistat was used to continue the procedure."